Manufacturer narrative:
Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patient¿s right eye due to poor near vision, which the patient experienced gradually over the previous three months. It was noted that the patient was unable to read well. The lens was replaced with a non¿johnson & johnson iol of the same type, with a power of 23.5 diopters (d). No unplanned vitrectomy or sutures were required. There was no patient injury, such as a capsule tear. No medication was required outside the regular standard of care. The current patient outcome was not provided. The explanted lens was discarded. No further information was provided.